Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that he was not receiving adequate cardioplegia flow. The perfusionist clamped the cardioplegia circuit delivery line and observed the cardioplegia circuit pressure as the cardioplegia pump was slowly advancing. The pressure generation was as expected and indicated that the cardioplegia pump was fully functional. The cardiovascular (cv) surgeon disconnected the cardioplegia delivery line from the cardioplegia adapters and pump flow appeared routine. The cv surgeon was not comfortable with the circuit, and he asked the perfusionist to bring in a new complete device. The perfusionist assembled and primed a completely new perfusion circuit. The preparation of the new system and circuit took sixty (60) minutes to complete. The surgical procedure was completed successfully, and there was no blood loss and no known adverse consequences to the pt. Investigation in process, but not yet completed.